Event description:
Caller reported a malfunction on pump. There was no reported impact to customer's blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, after which malfunction did not recur. Customer may continue to use pump and was instructed to call back if any malfunction code recurs, which caller acknowledged and understood.